Event description:
It was reported that the lead apparently fractured, and was explanted and replaced. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was fractured and distorted, and had fractured (overstress). The inner insulation and tubing was kinked/buckled, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, tissue was found on the helix, and the lead appeared to have been stretched.